Event description:
It was reported thrombus occurred. On (B)(6) 2019, a left atrial appendage (laa) closure procedure was performed and a 27mm watchman laa closure device was successfully implanted. The patient received clopidogrel monotherapy after the implantation. On (B)(6) 2020, the patient had a follow up examination which revealed a thrombus on the closure device that measured 30x20mm. It was further reported that a complete seal of the closure device was noticed at the time of implant and did not change when the thrombus was found. The medication regiment was followed. The medication administration after the thrombus was discovered was marcumar / falithrom. The patient is doing well.

Event description:
It was reported thrombus occurred. On (B)(6) 2019, a left atrial appendage (laa) closure procedure was performed and a 27mm watchman laa closure device was successfully implanted. The patient received clopidogrel monotherapy after the implantation. On (B)(6) 2020, the patient had a follow up examination which revealed a thrombus on the closure device that measured 30x20mm.